Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the physician noticed that the snare was broken just outside the distal end of the sheath and appeared to be burnt. As a result, the snare loop detached inside the patient's colon and had to be removed with a biopsy device. The settings on the non-bsc generator were confirmed to be correct, and the procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. It was reported that the patient experienced no problems following this procedure.

Manufacturer narrative:
Only the distal portion of the snare loop was received, and visual evaluation found it to be burnt with evidence of use. Both ends of the portion received presented evidence of molten material, but no fractures or material anomalies were noted. The condition of the returned device was consistent with the complaint that "the snare was broken (burned) on the right and left wire"; the complaint was confirmed. It was concluded that the failure occurred due to exposure to high temperatures. After review and analysis of all available information, a definitive root cause of this event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the physician noticed that the snare was broken just outside the distal end of the sheath and appeared to be burnt. As a result, the snare loop detached inside the patient's colon and had to be removed with a biopsy device. The settings on the non-bsc generator were confirmed to be correct, and the procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. It was reported that the patient experienced no problems following this procedure.